Event description:
It was reported that pump experienced malfunction with code malf 16, and issue recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support assisted with resetting pump, provided storage mode instructions, arranged shipment of replacement pump.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.